Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is expected, but has not yet been returned to fisher & paykel healthcare for investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A hospital in (B)(6) reported that the rd900 neopuff infant resuscitator was not operating correctly and upon assessment by the biomed it was discovered that the internal pipe to the gas inlet had come off. There was no patient involvement.

Event description:
A hospital in australia reported that the rd900 neopuff infant resuscitator was not operating correctly and upon assessment by the biomed it was discoverd that the internal pipe to the gas inlet had come off. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the complaint fascia and valve system of the complaint rd900 fph neopuff infant resuscitator were returned to fisher & paykel healthcare in new zealand where they were visually inspected. Results: visual inspection of the subject neopuff revealed that the internal tube between the elbow and manometer inlet port had broken. Conclusion: the neopuff is assembled and 100% tested on the production line to verify that each neopuff product conforms to critical product specifications. All neopuffs are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: - "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". In addition the neopuff user instructions state that the user should "check manometer reads zero with no gas flow" and check the pressure settings "prior to every use of the neopuff".